Event description:
It was reported that during a branched evar aneurysm procedure using a subclavian approach, the vascular stent graft was allegedly difficult to deploy from the delivery system; however, the health care provider was eventually able to deploy the stent graft successfully. There was no reported patient injury.

Manufacturer narrative:
Supplemental MDR is being sent to add trending FDA code 2532 - misfire, and evaluation conclusion code - 24 cause traced to intentional off-label, unapproved, or contraindicated use; and date of awareness was updated to 07/21/2017 identified on 02/20/2019 during a quality audit review of closed files. Manufacturing review: the lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. No manufacturing anomalies or changes which may have caused or contributed to the reported event were identified. No additional complaint has been previously reported for this lot number. Investigation summary: based on the investigation of the returned catheter sample a sheath fracture was confirmed. Furthermore, the guidewire was found stuck during evaluation which confirmed that the system was difficult to remove. It was assumed that as a consequence of the outer sheath fracture the stent graft was difficult to deploy which also may have led to a partial deployment, however, the stent graft was not returned and images have not been provided so that a partial deployment could not be confirmed. As a result of the investigation performed the complaint was confirmed. The reported event represents an off label use of the device. Based on the available information and the evaluation of the returned sample, a definite root cause for the reported event could not be determined. Labeling review: in reviewing the labeling supplied with this product it was found that the instructions for use (IFU) sufficiently address the potential risks. Regarding the anatomy of the placement site the IFU states: 'prior to stent graft deployment (...), ensure that the proximal stent graft end is positioned in a straight section of the lumen to reduce the risk of increased deployment forces and possible failure to deploy.', and 'higher deployment force may be encountered on longer length stent graft.' The IFU further states: 'both female luer-lock ports must be flushed with sterile saline before introduction of the delivery system.' In addition, the safety and effectiveness of the device for use in the treatment of aneurysms and pseudoaneurysms have not been established. The catalog number identified in section d4 has not been cleared in the us, but is similar to the fluency plus endovascular stent graft products that are cleared in the us. The 510 k number and pro code for the fluency plus endovascular stent graft products are identified in d2 and g5. Accordingly, this event has been determined to be MDR reportable.

Manufacturer narrative:
Manufacturing review: the lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. No manufacturing anomalies or changes which may have caused or contributed to the reported event were identified. No additional complaint has been previously reported for this lot number. Investigation summary: based on the investigation of the returned catheter sample a sheath fracture could be confirmed. Furthermore, the guidewire was found stuck during evaluation which confirmed that the system was difficult to remove. It was assumed that as a consequence of the outer sheath fracture the stent graft was difficult to deploy which also may have led to a partial deployment, however, the stent graft was not returned and images have not been provided so that a partial deployment could not be confirmed. As a result of the investigation performed the complaint was confirmed. However, based on the available information and the evaluation of the sample returned, a definite root cause for the reported event could not be determined. Labeling review: in reviewing the labeling supplied with this product it was found that the instructions for use (IFU) sufficiently address the potential risks. Regarding the anatomy of the placement site the IFU states: 'prior to stent graft deployment (...), ensure that the proximal stent graft end is positioned in a straight section of the lumen to reduce the risk of increased deployment forces and possible failure to deploy.', and 'higher deployment force may be encountered on longer length stent graft.' The IFU further states: 'both female luer-lock ports must be flushed with sterile saline before introduction of the delivery system.' In addition, the safety and effectiveness of the device for use in the treatment of aneurysms and pseudoaneurysms have not been established. The catalog number identified has not been cleared in the us, but is similar to the fluency plus endovascular stent graft products that are cleared in the us. The 510 k number and pro code for the fluency plus vascular stent graft products are identified. Accordingly, this event has been determined to be MDR reportable. (B)(4).

Event description:
It was reported that during a branched evar aneurysm procedure using a subclavian approach, the vascular stent graft was allegedly difficult to deploy from the delivery system; however, the health care provider was eventually able to deploy the stent graft successfully. There was no reported patient injury.

Manufacturer narrative:
No medical records or no medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The catalog number identified has not been cleared in the us, but is similar to the fluency plus endovascular stent graft products that are cleared in the us. The 510 k number and pro code for the fluency plus vascular stent graft products are identified. Accordingly, this event has been determined to be MDR reportable. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a branched evar aneurysm procedure using a subclavian approach, the vascular stent graft was allegedly difficult to deploy from the delivery system. There was no reported patient injury.